Manufacturer narrative:
Event conclusion cpi analysis found that the ipg was pacing and sensing normally in the stat 1 vvi mode. Interrogation noted an error code and the magnet rate in ddd nominals displayed a lower than normal rate. Further testing found that the ipg had no communication and no output. The wgl cell was depleted to ert. Electrical measurements performed after removed the casing found a high current drain. Current and impedance analysis measurements indicated little or no resistance in the hybrid circuit. Testing of the circut found the capacitors to be in specification. The cause of the error code is unknown, the rapid drop in battery voltage was caused by the high current drain and the no output condition was isolated to an electrical short in the hybrid dielectric substrate.

Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) experienced a period of syncope and subsequently fell and incurred an injury. Interrogation of the ipg, while the patient was hospitalized, indicated no magnet response and an error message. It was also stated that the magnet rate had been at 100 ppm three months prior to the event. A new ipg was implanted. Cpi minimum longevity at nominal settings with a 500 ohm lead is 42 months.